Manufacturer narrative:
The reported event could be confirmed. On one blade a small fragment of a flank was broken off. Based on investigation the root cause of the broken off fragment of one flank of the blade was attributed to a user related issue. The breakage was caused by the action of too high torsional and bending forces during application. Indications for any material, mfg or design related problems were not determined in the investigation.

Event description:
It was found that the tip of one screw driver blade was broken at the MFR.